Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular the inside of the fixation sleeve demonstrated unilateral signs of abrasion. Furthermore immediately distal to the fixation sleeve, equivalent to 22.5 cm distal to the is-1 connector pin, the lead body showed significant marks of abrasion. In this region the inner coil was found fractured. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to a constantly kinked position in the area of the fixation sleeve. The abrasion marks in the area of the fixation sleeve as well as the unilateral abrasion marks inside the fixation sleeve proved the assumption of asymmetrical stress in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted and replaced due to a fracture. There were no adverse patient events reported.